Manufacturer narrative:
An attempt to reproduce the reported event on samsung galaxy s21 (android 14) was conducted and confirmed the issue was not reproduced. The mmm app ver. 2.6.0 is available under the link to australian app store https://play.google.com/store/apps/details?ID=com.medtronic.diabetes.minimedmobile.EU&hl=en&gl=au. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Likely the issue was related to one of these causes: - the app was already on version 2.6 - there was an issue on the google playstore side causing the update to not be available - the phone was somehow region locked or bought in the united states and thus the 2.6 update was not available to them to assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: - uninstall and reinstall the application. - double check to see if the app is already on the latest version. - update the google playstore version. - restart the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported got an email to update the app.. The customer reported no adverse event.the event involved product mmt-6101. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-6101 and no product return is required

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.